Event description:
Patient reported there are two black lines in the middle and the top of the infusion device. Patient stated the 2 black lines did not affect the viewing of the hourly basal rate. On (B)(6) 2013 upon evaluation it was determined that the broken display could lead to misinterpretation of the insulin delivery amounts. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation. Infusion device has been received and evaluated.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Conclusion the complaint cannot be verified due to misuse of the product. Result the display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to misuse of the product by the customer.